Event description:
Upon opening the package, the extension tube of the three-way stopcock became detached from the introducer. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing. A corrective action has been initiated to prevent similar sideport events.